Event description:
It was reported that the tissue pad of the first disposable melted partially off in to the patient during a total laparoscopic hysterectomy. The piece that fell off was retrieved. The case was completed with another disposable. No patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device with serial number (B)(4) was returned with the tissue pad damaged, melted, and a half portion was returned; but not detached as reported by the customer. The device was tested with a generator and all buttons were functional. During functional testing, no alert screens were displayed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Once the tissue pad is damaged there is metal to metal contact on the blade which can cause the "relax pressure on blade" and then the "replace instrument" message on the generator. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece.